Event description:
Reporter alleged discrepant patient blood glucose results of 459 mg/dl back to back with a result of 119 mg/dl when tests were performed within < 10 minutes on the advantage system. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.